Manufacturer narrative:
Final analysis found that the insulation was crushed at 16.0cm from the connector pin. The damage sustained resulted from clavicular crush.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right atrial lead exhibited drop in impedance and increase in capture threshold. The lead was explanted and replaced during an unrelated procedure. The patient was in stable condition prior, during and post operation.